Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump", "benign nodule", "folds", "pain and discomfort", capsular contracture, baker grade iii, rupture. Explanting physician: (B)(6).

Event description:
Patient reported "1 year ago started to feel lump, pain, discomfort", and rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted. This record is for the right side.

Event description:
Patient reported "1 year ago started to feel lump, pain, discomfort", and rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6.